Event description:
An optometrist reported a case of bilateral dry eyes, observed one month post lasik treatment. Patient noted "eyes feel dry". Reporter indicated pt continuing with standard post operative over the counter artificial tears, dry eyes are improving, and no pre-existing ocular conditions. There are two related reports for this pt. This report addresses the right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).